Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side implant exchange out of concern with the device. Device has been explanted. Healthcare professional later reported right side rupture, diagnosed by mammogram, and right side capsular contraction baker grade iii/IV. Device has been explanted.